Event description:
Patient representative contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 the transmitter gave an intermittent out of range signal for longer than 3.5 hours. Off label use in pediatric patient. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.